Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was changing the pump supplies and became unconscious. Customer went to the emergency room and subsequently was admitted to the hospital with a blood glucose (bg) level of 1400 mg/dl. Reportedly, the pump was functioning as intended; however, customer was unsure of the cause for elevated bg levels and becoming unconscious. Customer was treated through intravenous insulin and fluids while admitted to the hospital. Subsequently, customer's bg level dropped to 54 mg/dl. Customer was released from the hospital approximately one and a half days later.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.